Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia repair, the device was inserted into the patient, but before it was inflated, the surgeon removed the trocar and put the camera into the device. It was noted that surgeon "realised" on vision that he was inside the abdomen instead of being in the pre-peritoneal space. The surgeon immediately saw small bowel and realized not in the correct plane but the device was inside the abdomen of the pt. There was unanticipated tissue loss and tissue damage. The surgeon believed the balloon pierced the small bowel when it was inside the peritoneum. It was reported that there was no issue with the device and surgeon did not try to inflate the balloon. The procedure was converted to open unrelated due to device problem. The operation was extended for more than 30 minutes. A surgical intervention was needed to prevent a permanent impairment of a function, the patient needed a second operation to resect small bowel and had an anastomosis of the bowel. The incision was extended about 2.54 cm. The next day after the initial operation, the patient was experiencing pain. The surgeon ordered blood tests and a CT scan which were inconclusive. On the second day, the patient was still not using their bowels and at about 3 pm started vomiting. The surgeon took her back to theatre at about 6 pm, and performed a laparotomy. An infection was observed inside the abdomen, and the surgeon observed small bowel adhering to the abdominal wall, as well as 1 cm perforation in the small bowel. The bowel was resected and a n anastomosis performed. The event lead to lead to extend the patient¿s hospitalization as the initial operation was performed on (B)(6) and the patient is still in the hospital as of now ((B)(6)). The patient required a second operation to resect the small bowel due to a 1 cm perforation in the small bowel. The surgeon converted to an open bilateral inguinal hernia to complete the original procedure. The patient incurred serious injury.